Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further inclinic examination, with the examination still pending. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further in clinic examination, with the examination still pending. This s-ICD remains in service. No adverse patient effects were reported. At a later date, this s-ICD was explanted. The associated electrode was explanted and was found to have fractured. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. Technical services (ts) was consulted and recommended further in clinic examination, with the examination still pending. This s-ICD remains in service. No adverse patient effects were reported. At a later date, this s-ICD was explanted. The associated electrode was explanted and was found to have fractured. A new device was implanted. No additional adverse patient effects were reported. The s-ICD has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.